Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that yesterday the headset fell off within 24 hours of use. He was at work and when he lifted his shirt, the infusion set became stuck in the shirt and came off. Customer alleges there was a defect in the adhesive because it came off of his skin easily. No adverse event alleged. A request was made for the return of the device.